Event description:
-The article "efficacy of native t1 mapping for patients with non-ischemic cardiomyopathy and ventricular functional mitral regurgitation undergoing transcatheter edge-to-edge repair" was reviewed. The article presented a retrospective single center study, to evaluate the efficacy of left ventricular (lv) myocardial damage by native t1 mapping obtained with cardiac magnetic resonance (cmr) for patients undergoing transcatheter edge-to-edge repair (teer). Devices mentioned included mitraclip. The article concluded that assessment of baseline lv myocardial damage based on native t1 z-scores obtained with cmr without gadoliniumbased contrast media is a valuable additional parameter for better management of hf patients and vfmr following teer. . [The primary author and corresponding author was hidekazu tanaka, division of cardiovascular medicine, department of internal medicine, kobe university graduate school of medicine, kobe, japan, with corresponding email (B)(4)]. Peri and post-procedural complications included heart failure hospitalization.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, the cause of the reported heart failure was unable to be determined. The reported patient effect of heart failure, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.